Event description:
It was reported that during a filter removal placement procedure, the marker band of the 6f loop snare of the snare became detached and fell into the inferior vena cava. The current status of the patient was unknown.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.